Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 29 mg/dl and paramedics were called to the customer's home. Customer's blood glucose was 102 mg/dl at the time of incident. Troubleshooting found paramedics have been called to the customer's house many times in the past. Customer declined low blood glucose troubleshooting as the pump is in the process of being replaced. No further details given.